Event description:
Customer reported that when the cable is not being held in the place there are pink and blue lines on the image.

Manufacturer narrative:
Customer reported that when the cable is not being held in the place there are pink and blue lines on the image. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is probable the imaging communication failure occurred due to cable failure. Root cause of the cable failure was deterioration due to water invasion from the damaged part of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; a broken cable was found inside the cover head, which caused the flickering image. A faulty charge-coupled device also caused the image to be intermittent and blurry, and the device failed the water leak test from the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the image quality was broken while using the hd autoclavable camera head. The procedure was diagnostic and there was no patient harm associated with the event.